Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a curved opening at the edge of the insert to shell bond area in the posterior 3 location. A microscopic analysis and leak test were performed which identified that the curved opening has a sharp pattern. A dimension measurement in the shell was performed which identified the thickness within specification. The measurement of the opening is 3.0 mm. Based on the device analysis the final assessment is: an opening with a sharp pattern at the edge of the insert to shell bond area assessed as an unidentified (tear) opening.

Event description:
The tissue expander was implanted for longer than six months, which goes against the directions for use.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and use error.

Event description:
Healthcare professional reported deflation on unspecified side, the device has been explanted.